Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a user error: not connecting the device to the ac power and not responding to the battery depletion alarms. In consequence as there was no malfunction no correction was conducted ont the device. There was no patient or user harm reported.

Event description:
Per account manager (B)(6) : I need to start the rga process for (B)(6). (B)(6) had previously done a repair on this c1 back in (B)(6). The vent was having the tech fault high priority alarm and displayed "ambient mode" and "ventilation canceled." The vent was plugged in but losing power (battery did drain). They swapped it out and took it to the department and turned it off and let it charge for 3 hours and when they turned it back on to pull the logs it did the same thing from standby. The customer was wanting to pull their entire c1 fleet out of service as this was the second repair on a new vent (I believe they got these in april) and with the high visibility I would rather get it to reno instead of interrupting (B)(6) install schedule. Thanks sn: (B)(6) reason for failure: went into ambient mode on a patient